Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that he is getting a general alarm device malfunction message on the mp70. No patient or customer harm was reported.

Event description:
The customer reported that the monitor displayed a rem. Alarm device malfunction inop message. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient or customer harm was reported.